Event description:
It was reported that the micl12.1 implantable collamer lens was inserted and the surgeon could not get it positioned in the eye. The lens was removed without being damaged and the back up lens was successfully implanted . The reporter stated the surgeon indicated it was a loading issue and not related to the lens.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - could not get lens seated in eye. Results: visual inspection of the returned lens showed the lens was returned in liquid and there was no visible damage observed. (B)(4).